Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was implanted and the delivery catheter system (dcs) was removed. An injury in the right common femoral artery then occurred, due to a failure of an unknown closure device. It was noted that the dcs contributed to the closure device failure, but was not the cause of the device failure. The vascular surgery repaired the iliac artery at the access site and the patient recovered without sequelae the same day. No blood products were administered, and no additional adverse patient effects were reported.